Event description:
Customer reported via phone, he was having issues with the sensor. Earlier that morning he forgot to take his bolus and his blood glucose was over 400 mg/dl. He calibrated the sensor and 30 minutes later the insulin pump alerted him to recalibrate. Customer stated he waited again and calibrated, blood glucose was 394 mg/dl. The insulin pump alarmed change sensor. Customer declined troubleshooting. Customer is returning the sensor for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.